Manufacturer narrative:
Other text: one medfusion 3500 pump was returned for analysis. The right plunger case was cracked. There was a plunger not in place alarm in the device?s history. Start-up, inspection and multiple flow and occlusion tests were performed to test the pump. The issue was not duplicated. The issue was customer induced during start-up, when the alarm happened there was not any syringe loaded onto the pump. Did not notice any broken clamps. This issue was customer induced via the customer's disturbance of the pump during its self-test process. This was determined by observing that the steady state reading of the force?s sensor was significantly lower than the force sensor reading recorded in the event history log during the pump's startup self ?test. The printed circuit board was replaced as a preventative measure.

Event description:
Information was received indicating that medfusion 3500 pump displayed a plunger force sensor issue and that clamps are broken. There were no adverse events reported.